Event description:
As reported: "I received an email today that [patient] presented with an infection and will need a washout." Left side. Rep reported the implant as a jts total femur update (B)(6) 2022 wg: spoke to rep. Washout was performed on (B)(6) 2022 with no removal of implants. It was reported to the rep that a full revision with placement of a spacer may be required at an undetermined point.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: smbpr02 smiles knee bumpers standard lot b21851; smbsh02 smiles knee bushes standard lot b22685; smcic01 smiles knee circlip mk2 lot b22031; smmltb02 short tibial bearing mk4 - std lot b22666. Unknown mig total femoral replacement - femoral head lot unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding infection involving a mig, total femoral replacement, was reported. The event was not confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical review by clinical consultant indicated: the implant in site was for mig total femoral replacement which was inserted on (B)(6) 2019. The surgeon reported infection of the implant and would like to perform a debridement, antibiotics and implant retention (dair) procedure. The medical record provided show that the dair procedure was successfully carried out on (B)(6) 2022 and the patient is now in recovery. Therefore the review can support the clinical report. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "I received an email today that [patient] presented with an infection and will need a washout." Left side. Rep reported the implant as a jts total femur update 01/april/2022 wg: spoke to rep. Washout was performed on (B)(6) 2022 with no removal of implants. It was reported to the rep that a full revision with placement of a spacer may be required at an undetermined point.